Event description:
A nursing student was administering IV benadryl & the supervising nurse realized the student was administering the IV benadryl through the lumbar drain port. The supervising nurse stopped the nursing student's administration, removed the syringe from the port, clamped the drain, assessed all of the connections and ports, & unclamped the drain.====================== health professional's impression======================while the lumbar drain port is a yellow color to distinguish it from other ports, it is sometimes difficult to see the color. A brighter color could help avoid issues.